Manufacturer narrative:
Patient was treated with antibiotics and the sensor was explanted and the patient is doing well.

Event description:
On (B)(4) 2019 senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was inserted. Sensor was removed and user was treated with antibiotics in a follow up visit.